Event description:
It was reported that the remb micro drill heated up and burned the patient during a case. After numerous attempts to contact the customer, no additional information was available.

Manufacturer narrative:
Device will be evaluated upon receipt.

Event description:
It was reported that the remb micro drill heated up and burned the patient during a case. After numerous attempts to contact the customer, no additional information was available. Upon evaluation at the manufacturer, the device displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
This supplemental report is being filed to add the failure mode of bias current error which was discovered during evaluation at the manufacturer.

Event description:
It was reported that the remb micro drill heated up and burned the patient during a case. After numerous attempts to contact the customer, no additional information was available.

Manufacturer narrative:
This supplemental is being filed because the report of bias current error was made in error. This device only had a report of overheating.